Manufacturer narrative:
The explanted lead was reportedly retained by the explanting facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician was unable to achieve good positioning of this left ventricular (lv) lead during initial implant. The lead dislodged post implant and the physician elected to program around the lv lead. It was reported that this patient experienced hemoptysis and pleural effusions, although these symptoms were present before the implant. 15 days after the initial procedure, the lead was explanted and replaced. Reportedly, the patient's other symptoms resolved, although no cause was determined. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 05:31 pm CT. The report number is being corrected from: 2124215-2018-62479to: 2124215-2018-61137.

Event description:
This supplemental report is being field because product analysis was completed.